Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (batch no. B97498) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test.", device monitoring procedure not performed "patient did not undergo essure confirmation test", medical device monitoring error "ablation essure" and device deployment issue "essure was placed too high". The patient's medical history included endometriosis related pain, cyst of ovary, multigravida, parity 2, sinus operation, explorative laparotomy and hip fracture. Concurrent conditions included uterine bleeding, depression, adenomyosis uteri, dysfunctional uterine bleeding, night sweat, back pain, neck pain, alopecia and fatigue. Concomitant products included caffeine;mepyramine maleate;paracetamol (midol complete) and sumatriptan. On (B)(6) 2014, the patient had essure inserted. In 2018, the patient experienced abdominal pain ("abdominal pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), migraine ("migraine/migraine /headache"), vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("menorrhagia"), hot flush ("hot flashes"), menopause ("premenopause"), mood swings ("mood swings"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea(cramping)/ painful cramping"), dyspareunia ("dyspareunia"), migraine headache ("migraines / headaches,") and endometriosis ("endometriosis/ endometriosis pain") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with unilateral salpingectomy - la vh with left salpingectomy on (B)(6) 2018). At the time of the report, the pelvic pain, abdominal pain and dysmenorrhoea had resolved and the genital haemorrhage, migraine, hormone level abnormal, weight increased, vaginal haemorrhage, menorrhagia, hot flush, menopause, mood swings, female sexual dysfunction, dyspareunia, migraine headache and endometriosis outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, endometriosis, female sexual dysfunction, genital haemorrhage, hormone level abnormal, hot flush, menopause, menorrhagia, migraine, mood swings, pelvic pain, vaginal haemorrhage, weight increased and migraine headache to be related to essure. The reporter commented: complications during removal surgery-other. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2018: uterus, cervix and left fallopian tube." The specimen consists of a uterus and cervix with attached left fallopian tube. Extending from each cornu is an intact, spiralled metallic device consistent with an iud. The 80 g, 7.4 x 5.0 x 3.7 cm uterus reveals smooth serosa. The endocervix is tan and corrugated with occasional mucoid cysts up to 0.2 cm in diameter. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records migraines,pelvic pain ,abdominal pain,bleeding., batch no. B97498, production date: 2013-12-02, expiration date 2016-12-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (batch no. B97498) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "essure was placed too high", device monitoring procedure not performed "patient did not undergo essure confirmation test", medical device monitoring error "ablation essure" and device monitoring procedure not performed "plaintiff did not undergo essure confirmation test.". The patient's medical history included endometriosis related pain, cyst of ovary, gravida ii, parity 2, sinus operation, explorative laparotomy and hip fracture. Concurrent conditions included uterine bleeding, depression, adenomyosis uteri, dysfunctional uterine bleeding, night sweat, back pain, neck pain, alopecia and fatigue. Concomitant products included caffeine;mepyramine maleate; paracetamol (midol complete) and sumatriptan. On (B)(6) 2014, the patient had essure inserted. In 2018, the patient experienced abdominal pain ("abdominal pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), migraine ("migraine/migraine /headache"), vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("menorrhagia"), hot flush ("hot flashes"), menopause ("premenopause "), mood swings ("mood swings"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea(cramping)/ painful cramping"), dyspareunia ("dyspareunia"), migraine headache ("migraines / headaches,") and endometriosis ("endometriosis/ endometriosis pain") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with unilateral salpingectomy - la vh with left salpingectomy on (B)(6) 2018). At the time of the report, the pelvic pain, abdominal pain and dysmenorrhoea had resolved and the genital haemorrhage, migraine, hormone level abnormal, weight increased, vaginal haemorrhage, menorrhagia, hot flush, menopause, mood swings, female sexual dysfunction, dyspareunia, migraine headache and endometriosis outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, endometriosis, female sexual dysfunction, genital haemorrhage, hormone level abnormal, hot flush, menopause, menorrhagia, migraine, mood swings, pelvic pain, vaginal haemorrhage, weight increased and migraine headache to be related to essure. The reporter commented: complications during removal surgery-other. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2018: uterus, cervix and left fallopian tube." The specimen consists of a uterus and cervix with attached left fallopian tube. Extending from each cornu is an intact, spiralled metallic device consistent with an iud. The 80 g, 7.4 x 5.0 x 3.7 cm uterus reveals smooth serosa. The endocervix is tan and corrugated with occasional mucoid cysts up to 0.2 cm in diameter. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical recordsmigraines, pelvic pain, abdominal pain, bleeding. Most recent follow-up information incorporated above includes: on 4-sep-2019: pfs and mr received. Reporters information updated. Lot no. Were added. Event verbatim were updated: migraine/migraine /headache. New events: ablation, abnormal bleeding(vaginal), menorrhagia, hot flashes, mood swings, premenopausal, hysterectomy (partial), apareunia (inability to have sexual intercourse), dysmenorrhea (cramping)/painful cramping, ablation essure, essure was placed too high, endometriosis, dyspareunia, plaintiff did not undergo essure confirmation test. Were added. Event: dysmenorrhea (cramping)/painful cramping outcome were updated. Medical history, lab data and concomitant drugs were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and migraine ("migraine") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and abdominal pain had resolved and the genital haemorrhage, migraine, hormone level abnormal and weight increased outcome was unknown. The reporter considered abdominal pain, genital haemorrhage, hormone level abnormal, migraine, pelvic pain and weight increased to be related to essure. The reporter commented: complications during removal surgery-other. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received. Reporter information updated. Case is incident. Previously reported event injury is updated with new events: pelvic pain, general abnormal bleeding, abdominal pain, migraine, hormonal changes, weight gain, patient did not undergo essure confirmation test. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.